Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, flat creases, white biological tissue, and an extended opening on the radius. A microscopic analysis was performed which identified: a sharp opening on the radius and wear abrasion. A dimension measurement in the shell was performed which identified: the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the radius assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device remains implanted.